Manufacturer narrative:
This device remains implanted thus no analysis will be conducted. Should additional information become available this event will be updated.

Manufacturer narrative:
Additional information provided noted that this device and right ventricular leads were replaced. The device will not be returned while the lead was abandoned. It was suspected that out of range shocking impedances were the results of a lead fracture. No adverse patient effects were reported following the procedure.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a red alert due to out of range shocking impedances. At this time no change to the device status has been communicated. No adverse patient effects were reported.